Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a difficult plunger occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "syringe difficult to draw and push ¿ a lot of friction is felt when depressing the syringe." 8 occurrences were reported.

Event description:
It was reported that a difficult plunger occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "syringe difficult to draw and push ¿ a lot of friction is felt when depressing the syringe." 8 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: one (1) sample was received for investigation in an unopened blister pack. The sample was tested for breakout force and sustain force. The returned sample had a breakout force value of 2.24lbs and so was within the specification limit of < 9.0lbs. The returned sample had a sustain force value of 1.96lbs and so was within the specification limit of < 5.0lbs. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel, however, some silicone may not be perfectly distributed and a machine malfunction could result in a syringe not getting the proper amount of silicone which would result a high breakout force or a high sustain force value. As the returned sample had breakout and sustain force values which were within the specification limit the condition reported by the customer could not be confirmed. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. H3 other text : see h.10.